Event description:
The rptr stated that at 23:00, a fentanyl syringe of 4.5 mcg/hr for 24 hrs was hung via a syringe pump "y"-ed into the tubing to the central line at a rate of 0.18cc/hr. At 23:05, the nurse noticed that the entire syringe was empty and indicated the pump was not alerting empty. The pt was given narcan and her respiratory status remained within normal limits. There was no known injury to the pt. Medical engineering evaluated the pump. Upon disassembly, it was found that the track had several missing gear teeth.